Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and would sometimes not allow contact to unlock the pump. Customer's blood glucose was 240 mg/dl reportedly, customer continued to use current pump and has basal guard and manual injections available if needed.